Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 82 months due to battery depletion and MFR's recall. A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.